Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A reporter stated, in a social media post, that a customer obtained a sensor reading of 250 mg/dl. The customer experienced symptoms of dizziness, blurred vision, sweating, shaky hands, shortness of breath and was treated with humalog insulin (dose unknown) by husband. It was further reported that two hours later, customer "was barely conscious with a temperature of 92" and a sensor reading of 300 mg/dl was obtained as compared to a reading of 39 mg/dl on a competitor meter, noting that the customer "nearly died because of the libre." No further information was provided. There was no report of death or permanent injury associated with this event.